Event description:
Consumer reported that the inside rubber pieces came off the eq tbm orbwht causing her to choke. No medical attention was sought. Update: 7/11/2018 toothbrush was 2 weeks old. This is the second tb of the pack, she did not have any issues with the first one.